Event description:
The complainant alleged that during monitoring on 4-5 pts over the course of 2 weeks the device switches intermittently to dotted lines instead of displaying an ECG rhythm. The complainant did not indicate any adverse effect to the pts as a result of this reported malfunction.